Manufacturer narrative:
Quality safety evaluation received on 02-nov-2016: (B)(4); lot number d13382, manufacturing date 26-sep-2014, expiration date 28-sep-2017. Lot number d13362 is invalid. Sample not available. Based on attachment event description, there is no mention of a device breakage or malfunction. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality deficit. The review of the manufacturing documentation did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. No similar adverse event case reports were identified for the reported batch. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and although it was properly placed, it started to partially corkscrew back out of the tube. Patient returned later the same day to have this essure coil removed and another device was inserted. Device dislocation is listed in the reference safety information for essure. Although it is unlikely that essure coil would corkscrew back out of the tube, since there is a risk that essure inserts could move out of fallopian tubes, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Product technical complaint analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. Further information has been requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 20-dec-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and although it was properly placed, it started to partially corkscrew back out of the tube. Patient returned later the same day to have this essure coil removed and another device was inserted. Device dislocation is anticipated in the reference safety information for essure. Although it is unlikely that essure coil would corkscrew back out of the tube, since there is a risk that essure inserts could move out of fallopian tubes, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Product technical complaint analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from a physician in united states on 08-sep-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 with lot number d13382 or d13362 for permanent sterilization. It was reported that coil was properly placed, but it started to partially corkscrew back out of the tube. Patient returned later the same day to have coil removed and another device was inserted. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and although it was properly placed, it started to partially corkscrew back out of the tube. Patient returned later the same day to have this essure coil removed and another device was inserted. Device dislocation is listed in the reference safety information for essure. Although it is unlikely that essure coil would corkscrew back out of the tube, since there is a risk that essure inserts could move out of fallopian tubes, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information has been requested.